Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken, error b30 with colored lines occurs and therefore no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laprascope had e216 error (scope communication error code) and no image, only colored lines displayed on the monitor. The issue was found during a set up. There were no reports of patient involvement.